Manufacturer narrative:
Initial 4 of 4. Name- tandem. Street- 11045 roselle street. City- san diego. State- ca. Zip code- 92121. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced bent cannula on (B)(6) 2024 due to which the patient faced hyperglycemia event and the patient went to emergency room. The blood glucose level was above30.5 mmol/l and got treated with insulin injections. The issue occurred with four infusion sets. The patient replaced infusion sets and resumed insulin successfully.